Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the leading haptic was straight and the lens "flipped" during insertion into the eye. There was no harm to the patient and the lens remains implanted. Additional information was requested.